Manufacturer narrative:
Subject device has been received and is currently in the eval process. The device history record was reviewed and there were no mfg issues that would contribute to the complaint condition found.

Manufacturer narrative:
Visual inspections noted the threaded tip of the coupling screw is broken off in the back of the lag screw as noted in the complaint. The break is at the point where the m4 threads meet the shaft of the coupling screw and the surface is homogenous and does not show any sign of material irregularities. The fracture spirals around such that it is at the base of the threads on one side and there is approximately 1/3 of a thread on the opposite side. The cap on the other end has numerous dings and dents on the bottom surface and the shaft is not straight as it exits the cap but is angled slightly to one side. This would potentially cause a side load on the threads when assembled with the highest point of stress being at the base of the threads on the side that the shaft leans towards. The remaining thread on the tip of the coupling screw is on the opposite side of the direction that the shaft is off center leaving the cap which is consistent with the expected stress point based on the direction that the shaft if off-line. The breakage is most likely due to the coupling screw being bent causing a stress point at the base of the threads and the age of the part. The returned device dhs/dcs coupling screw (338.31) was manufactured in april 2003, and is over 9 years old. The returned device dhs/dcs one-step lag screw (280.290) was manufactured in february 2012. The age of device and the repeated use and misuse (damage from off center forces) contributed to the complaint condition. The risk analysis was reviewed and does not adequately address the complaint condition for either of the 2 returned devices in this complaint. Product development was notified to update/recreate a risk analysis for dhs/dcs to adequately address this complaint condition.

Event description:
Regarding an orif procedure; dynamic hip screw implantation, during attempts to assemble the instrument at the operating room table, the tip of the coupling screw sheered out of the back of the lag screw. The procedure was prolonged for approx 5 minutes. Another dhs set was used to complete the procedure. This report is #1 of 2 for the same event.